Manufacturer narrative:
Updated information in d10, h3 and h6. An investigation report was received from powervar/oneac on 01/10/2012. Evaluation of the returned device determined the physical weight of the capacitor coupled with low surface area of the solder joint cause the solder joint at capacitor c1 to break. Once the capacitor was removed from the circuit the unfiltered signal was able to destroy the pcb (printed circuit board). This weakness was addressed as of june 2009 where an improvement to the physical attachment was made by leaving % inch longer leads. This extra % inch of capacitor lead was bent 90 degrees over onto the solder pad. This resulted in contact with larger surface area on the solder pad and the joint was made more robust. The sub-tier supplied was also instructed to increase visual inspection of this solder joint after wave solder. There have been zero failures from units with boards manufactured after june 2009 implementation. The corrective action was effectively implemented in june of 2009 and no further preventative actions are required. The root cause classification is consistent with manufacturing as the event is related to a manufacturing non-conformance. A improvement quality project was initiated by the vendor to investigate the issue.

Manufacturer narrative:
Device code 1585 relates to component code 523. H6 method-3263 actual device not evaluated 3331-process evaluation. H6 results-3221-no results available since no evaluation performed. We were unable to evaluate the device(s) involved in this incident since no device components were returned for investigation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event remains unknown.

Event description:
It was reported during an implant case, the ep-workmate isolation transformer started smoking. The user was only using the ep-workmate system to see the EKG signals during the implant case. The case was able to be completed and the user used the EKG signals from a defibrillator to complete the case. The user was doing routine documentation when the smoking was noted. Nothing was heard or seen; only smoke was smelled. There was no harm to the patient or the staff due to this event.